Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown) the device was unable to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical; testing of the device was not able to duplicate the problem. Review of the device's activity log does support the customer report. However, we were unable to reproduce the event with the batteries supplied by the customer. The battery board was replaced as a precaution. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.